Event description:
Boston scientific crm received information that, during an ablation procedure, the patient implanted with this device periods of ventricular asystole greater than 2 seconds. The device was delivering pacing therapy, however, the pacing did not capture the tissue. No adverse patient effects were observed.

Manufacturer narrative:
No further complications were reported after the ablation procedure was completed. This report will be updated if additional information becomes available.